Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device had alerting 113 reduced water temperature control for 3 hours and 4 pads are connected. They are adult patient. Patient temperature is 38.2c, target temperature is 37c, water temperature is 28.6c, water flow rate is 2.8 l/m. The system diagnostics are outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 8.5c, water flow rate was 2.5 l/m, inlet pressure was -7.1psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, heater is 0, water reservoir level (wrl) was 5, system hours 6819.4, pump hours 5740.1. They advised to send to biomed labeled 113. The nurse was not sure if they have another device available for use. The manual control mode was heated to 40 c with no issues. Then during cooling it would not cool past 30 c. The chiller temperature (t4) was 3.5 c. The mixing pump was failure. The system hours are 6825, pump hours is 5746. The customer requested quote for 2k preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that arctic sun device had alerting 113 reduced water temperature control for 3 hours and 4 pads are connected. They are adult patient. Patient temperature is 38.2c, target temperature is 37c, water temperature is 28.6c, water flow rate is 2.8 l/m. The system diagnostics are outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 8.5c, water flow rate was 2.5 l/m, inlet pressure was -7.1psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, heater is 0, water reservoir level (wrl) was 5, system hours 6819.4, pump hours 5740.1. They advised to send to biomed labeled 113. The nurse was not sure if they have another device available for use.